Event description:
It was reported that the patient experienced positive cultures of pseudomonas aeruginosa bronchial secretions and staphylococcus coagulase-negative staphylococci blood on 02jan2023. Blood cultures were positive for pseudomonas aeruginosa on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-01916.